Event description:
The suspect generator was received and product analysis was completed. Per the generator product analysis, it was concluded that the low battery condition was due to normal current consumption rate and not a device malfunction. The data also revealed that high impedance had been seen since the generator was implanted on (B)(6) 2023. Based on the product analysis results along with the report that the patient only underwent a generator replacement and this resolved the high impedance, it can be concluded that the likely cause of the high impedance observed was due to incomplete pin insertion. The reported high impedance that was captured in MFR. Report# 1644487-2026-10062, will now be captured in this report. Any additional information received regarding the high impedance will now be captured in this report (1644487-2026-10063).

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen with high impedance and premature battery depletion. The associated high impedance is captured in manufacturing number 1644487-2026-10062. Any further information regarding high impedance will be reported under manufacturing number 1644487-2026-10062 and premature depletion will be reported in this report. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information stated the patient underwent a generator replacement. The suspect device has not been received by the manufacturer to date.